Event description:
It was reported that the patient presented for an implant procedure. During the procedure, it was noted that the left ventricular (lv) lead was not advancing because of the twister and angulated vein of the patient and failed to capture. The lv lead was not used. The patient was in stable condition throughout the procedure.

Manufacturer narrative:
The reported events were "lead was not advancing through the vein and not capturing at the proximal pole". As received, a complete lead was returned in one piece. The reported event of not capturing was not confirmed. Electrical testing did not find any indication of conductor fractures or internal shorts. The s-curve hump height was measured within specification. Visual and x-ray inspections of the lead did not find any anomalies except for procedural damage.